Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported a small part of the sheath is visible in the telescopic vision, making one part of the image blurry, the sheath is not in alignment with the telescope. The fault was observed before the case, during demonstration. No negative impact in state of health reported.